Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of them broke off") and uterine perforation ("poked a hole in my uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraines"), seizure ("seizures / sudo-seizure"), muscle spasms ("muscle spasm"), depression ("depression"), confusional state ("confusion"), mental disorder ("loosing my mind"), neck pain ("pain in my neck"), musculoskeletal pain ("pain in my shoulders") and rash ("horrible rashes"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, uterine perforation, depression and confusional state outcome was unknown and the migraine, seizure, muscle spasms, mental disorder, neck pain, musculoskeletal pain and rash had resolved. The reporter considered confusional state, depression, device breakage, mental disorder, migraine, muscle spasms, musculoskeletal pain, neck pain, rash, seizure and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage, uterine perforation, migraines, seizures, muscle spasm, depression, confusion, mental disorder, neck pain, musculoskeletal pain, rash. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of them broke off"), uterine perforation ("poked a hole in my uterus") and seizure ("seizures / sudo-seizure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), migraine ("migraines"), muscle spasms ("muscle spasm"), depression ("depression"), confusional state ("confusion"), mental disorder ("loosing my mind"), neck pain ("pain in my neck"), musculoskeletal pain ("pain in my shoulders"), rash ("horrible rashes") and medical device pain ("they hurt"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, uterine perforation, depression, confusional state and medical device pain outcome was unknown and the seizure, migraine, muscle spasms, mental disorder, neck pain, musculoskeletal pain and rash had resolved. The reporter considered confusional state, depression, device breakage, medical device pain, mental disorder, migraine, muscle spasms, musculoskeletal pain, neck pain, rash, seizure and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hair metal test - on an unknown date: nickel levels, along with few other jealous minerals were so high they were immeasurable. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage, uterine perforation, migraines, seizures, muscle spasm, depression, confusion, mental disorder, neck pain, musculoskeletal pain, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.